Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer to reach out to their healthcare provider to obtain an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.